Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was kind of out of it the day prior to the report. They were concerned about how strong the urge was after the evaluation was done and getting home from the grocery store the day of report. Patient had pulled the lead out of the ens, but was able to get the stuff back in and working. Patient felt that things were almost better than expected. Patient was feeling stimulation off and on as they made certain movements. Additional information was received. Patient reported that the day prior went to hell in a hand basket. Patient stated they experienced burning when voiding, low stomach pain near their kidneys and felt pinching in their right vagina when bending over. Patient also mentioned they may have a uti. Patient also had bleeding near the incision and their back was sore and stated again the day of the report that they had pulled one of the wires, but had since reconnected it. Patient stated the 2 days prior had been miserable and they were tempted to pull the thing out. Patient rated bowel movements as worse than before the evaluation. Contributing factors to the reported event were unknown. The issues were reported as unresolved. Additional information was received. Patient had pulled the wire out again and reconnected it. Additional information was received, patient had pulled the wire out in their sleep, they had plugged it back in and it was working well. Additional information was received, the patient was put on medication for a uti. The uti was reported as unresolved. No further complications were reported or anticipated.